Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were visible by fluoroscopy. The lead was capped and left in situ. There was no report of adverse consequences for the patient due to this.